Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eight years one months of post deployment, a computed tomography (CT) abdomen and pelvis without intravenous contrast showed that a filter was present in the infra-renal inferior vena cava. Several legs appeared to extend beyond the inferior vena cava, particularly an anterior one as well as several posterolateral ones. Based on the provided medical records, there is no clear evidence to confirm for the perforation of the inferior vena cava (ivc) as it was reported that "several legs appeared to extend beyond the inferior vena cava". Therefore the investigation is inconclusive for the perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the several legs appear to extend beyond the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.